Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he has been getting motor errors for about 3 weeks and sometimes it stops working. Customer's blood glucose level was about 200 mg/dl. Customer woke up with the motor error and tried to bolus. Customer does not use the sensor feature on the pump. Customer stated that he has continued wearing the pump for the past 3 weeks and has successfully rewound it several times. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was also advised to remove the pump battery to prevent continued alarms. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.